Event description:
Dealer states left side of foot rest will not lock. No patient injury alleged, no additional info provided.

Manufacturer narrative:
This is elevating leg rest, no additional info provided, can not conform the location where will not lock. 1: we have completely inspected this type elevating footrest, test the lockable point on leg rest. Responsible person: (B)(6), date: (B)(6) 2015. 2: reworked the hardware stock in warehouse, make sure meet standard. Responsible person: (B)(6), date: (B)(6) 2015. 3: for upcoming income material, strictly control the quality. Responsible person: (B)(6), date: (B)(6) 2015. 4: training (B)(4)., make sure all wheelchairs are validated before packed. Responsible person: (B)(6), date: (B)(6) 2015.